Event description:
Philips received a complaint from the mechanical engineer (me) regarding a v60 ventilator, noting that during testing, a navigation ring/front bezel failure was observed. There was no patient involvement at the time the issue was identified. There was no report of patient or user harm. The authorized service provider (asp) assessed the device and validated the reported issue, confirming that the navigation ring was unresponsive, and the front bezel required replacement. However, the customer declined service and repair. As a result, no repairs were performed, and it could not be determined whether the device failed to meet product specifications. No additional details regarding the resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. Should the customer decide to have the device evaluated and repaired, a new service order will be opened and processed through philips¿ standard complaint procedure.